Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: orthopaedic salvage system femoral, cat#: 150354 lot#: 973160. Orthopaedic salvage system tibial bearing, cat#: 150410 lot#: 090030. Orthopaedic salvage system diaphyseal segment, cat#: 150469 lot#: 094000. Orthopaedic salvage system cemented proximal tibial stem, cat#: 150445 lot#: 752970. Orthopaedic salvage system intramedullary plug, cat#: 130611 lot#: 234730. Orthopaedic salvage system polyethylene lock pin, cat#: 150478 lot#: 932810. Orthopaedic salvage system polyethylene tibial bushing, cat#: 150476 lot#: 025760. Orthopaedic salvage system reinforced yoke, cat#: 150493 lot#: 156880. Orthopaedic salvage system polyethylene femoral bushing, cat#: 150477 lot#: 896570. Ball tip guide wire, cat#: 469060 lot#: 257058. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08161, 0001825034-2017-08162, 0001825034-2017-08163, 0001825034-2017-08164, 0001825034-2017-08165, 0001825034-2017-08166, 0001825034-2017-08168, 0001825034-2017-08169, 0001825034-2017-08170. Product location unknown.

Event description:
Product location unknown.